Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2408-56 serial #: (B)(4) description: avista MRI perc lead kit, 56cm model #: sc-4319 lot #: 20397227 description: clik x MRI anchor the explanted devices were not returned to bsn.

Event description:
A report was received that the patients lead had migrated and patient was experiencing stomach twitching. The patient underwent a revision procedure wherein the leads and clik anchors were replaced. No device malfunction was suspected. The patient was doing well postoperatively.